Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of "fc 810:04." (B)(4).

Manufacturer narrative:
Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of (B)(6) 2011. The reported condition of failure code 810:04 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with reported condition "failure 810:04." This condition was found in the biomed department upon testing. Upon review of the event history, quality engineering identified that this event interrupted delivery. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.